Manufacturer narrative:
Investigation summary: four protectors along with two injectors were returned to our quality team for investigation. The product was visually inspected, all protectors were properly fitted to the vial, there was no visible damage and no foreign matter was observed. It was noted that on the third protector sample, the needle penetrated the stopper off center. If not properly connected, this can create damage that may lead to particles of the stopper detaching. There was no foreign matter identified in the evaluation of this product. A device history review was performed for reported lot 1810122 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components, such as the protector, after ten activations. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Protectors 1-4: no anomaly found after a visual inspection of all protectors received. No leakage into the bladder was found for all protectors received. All protectors were fitted to the vial properly. The needle on protector was penetrated the rubber stopper of vial properly in all cases. No anomaly found after a visual inspection of the membranes from all protectors. No anomaly found on the needle of all protectors. For protector #3, the needle seems penetrated out of center of rubber stopper. No fms were found inside the vial for all protectors. Injectors 1-2: no anomaly found on needle for n35#1, 2. No fms were found inside syringe for n35#1, 2. Phaseal needles are designed to reduce the coring tendency.

Event description:
It was reported that four protector p14j experienced foreign matter/coring contamination which was noted during use. The following information was provided by the initial reporter: when preparing, foreign matter was found in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1810122. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-18. Medical device lot #: 1812107. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-18.

Event description:
It was reported that four protector p14j experienced foreign matter/coring contamination which was noted during use. The following information was provided by the initial reporter: when preparing, foreign matter was found in the syringe